Event description:
A neuro coordinator reported a beeping noise coming from the stealthstation s7 system. The camera was cycling and the system displayed an error communicating with the position sensor unit (psu) in the camera diagnostics window. This occurred after they had completed a successful tracer registration and moved to navigate. The surgeon completed the procedure with the use of the stealthstation s7 system. No impact on the patient's outcome has been reported.

Manufacturer narrative:
RMA issued, hub and cable were replaced (B)(4) 2011. The usb cable in question was not returned with the I/o hub. When connected with a known good usb cable, the hub performed as expected with no cycling issues. The hub was allowed to run for 24 hours without issue. The usb cable was manipulated but could not replicate the issue. No problem found. The reported failure was not caused by the I/o hub.